Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352500; model: sc-2352-50; serial: (B)(4); batch: (B)(4); product family: scs-ipg-r; upn: m365sc11600; model: sc-1160; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient had lost coverage due to the movement of the leads. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were not returned.